Manufacturer narrative:
Unique identifier (UDI) # (device identifier): device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 4 months. The patient remains ongoing on lvad support with the device and an ungrounded patient cable for use with the power module. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2017, a red heart alarm occurred when the system controller was connected to the power module. A low speed advisory alarm was visible on the screen. No issues occurred when the system controller was connected to batteries. A subsequent connection to a patient cable could not reproduce the alarm. The patient was asymptomatic. A non-grounded patient cable for use with the power module was requested for the patient. No additional information was provided.

Manufacturer narrative:
The device remains in use and was not available for evaluation. The patient remains ongoing on vad support using the ungrounded patient cables. The report of red heart alarms while connected to the power module cannot be confirmed. No alarms were noted by the vad coordinator when the patient was connected to batteries. An ungrounded patient cable was requested, and per the clinical specialist, the patient will remain on the non-grounded cable. No further problems have occurred. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.